Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for the analysis, with the helix retracted and clogged with body fluids. Electrical testing did not find any indication of conductor fractures or internal shorts. A visual and x-ray inspection found no anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead failed to extend and retract. The right ventricular lead was not used and replaced. The patient experienced no consequences.